Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead dislodged one day post implant. Loss of capture and loss of sensing was noted. The patient underwent a revision procedure and the lead was explanted and the patient's right atrial port in the pulse generator was plugged. No additional adverse patient effects were reported.